Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a libre 3 plus cgm, with the highest cgm glucose of 211 mg/dl and a confirmatory glucometer value of 201 mg/dl over approximately three hours; the user attributed the event to the cgm sensor not being connected to the ilet, after which the sensor reconnected and the user expected glucose to trend down. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alarms. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the event was consistent with hyperglycemia in the context of a cgm-to-ilet connectivity issue, with no device malfunction confirmed and infusion set reported as contact detach steel at the abdomen. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.